Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an episode of hypoglycemia while using the ilet shortly after initiation, with a lowest recorded blood glucose of 58 mg/dl for approximately 15 minutes, and the caregiver administered oral glucose (gummies) per guidance while the device continued operation without alerts or alarms. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-management at home with return of glucose to target and no need for medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education provided by support personnel regarding device charging, cartridge replacement, early learning phase of the algorithm, and careful correction of low glucose. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia during the initial adaptation period. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate correction using oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.